Event description:
Report received from abbott international affiliate (abbott united kingdom) of an overdelivery possibly due to operator error. It was reported that "25oml of bupivicaine was delivered in 2 hours. Pump was set at 10ml/hour with a 5ml bolus and 30 minute lockout." The pump was cleared and no delivery info was available. It was also reported that "following the incident, ward staff tested the pump and found it to be functioning correctly. The reporter believes that the pump was set up or programmed incorrectly although there is no evidence at this time to support reporter's belief." There was no reported adverse patient event as a result. No further information was available.